Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-20106-04082/04083/02148/05362/05367/05373/ 05374).

Event description:
Patient underwent a left shoulder arthroplasty and approximately 6 weeks post-implantation experienced impingement and pain. Pain was also reported to have been experienced at three months. No revision has been reported to date.

Manufacturer narrative:
Concomitant medical products: 113053 versa-dial 50x21x57 hum head 563410, 113629 comp primary stem 9mm mini 401020, 118001 versa-dial/comp ti std taper 293440, 113954 md hybrid glenoid base 4mm 658270, pt-113950 pt hybrid glen post regenerex 792520. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed some damage on the taper which may have been caused during extraction. Biomaterial is also noted on the back of the head. Some wear marks are noted on the head but it is not considered excessive. As returned, the glenoid is broken in several pieces. One of the fragments has the post attached. As there is no reported event of glenoid component fracture, it can be determined that this damage likely occurred during removal. Per the surgical technique for removal of the glenoid, the glenoid is to be sectioned into pieces for easier removal. There was minimal biomaterial and bony ingrowth noted on the backside of the glenoid component and on the regenerex peg. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. X-ray review was received from clinical. No evidence of migration, subsidence, osteolysis, or fracture. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.